Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a healthcare professional. The records state that the patient began experiencing severe, unresolved pain localized to the anterior and popliteal region of the right knee. The pain was described as achy and spasming, reaching a severity of 10 out of 10, with no radiation or sharp sensations. No intraoperative complications were reported during the initial procedure, and the patient was discharged home on post-operative day 3. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42522600810 - articular surface fixed bearing constrained posterior stabilized (cps) right; 10 mm height use with tibia sizes e-f / ps femur sizes 10-11 - 65832236; 42532007502 - tibia cemented 5 degree stemmed right size f - 66845093; 42540000032 - all poly patella cemented 32 mm diameter - 67037317. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a clinical study that a patient had an initial right total knee arthroplasty performed. Approximately three weeks post-op, the patient reported severe pain in the anterior and popliteal region of the knee. The pain is being treated with unknown medications and remains unresolved. All available information has been provided.